Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have an led segment on the upper digit display which did not illuminate. Alarm alert conditions with audible and visual status indicators were found to be functional. Internal inspection was unable to isolate the failure to a component. All led segments were found to be fully functional; the system board likely had borderline faulty led. As a secondary failure, cracks were found in the device's housing. A service history record review reveals that this unit was in the field for over one (1) year with no previous issues related to this reported event. (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is missing an led segment. No patient impact or consequences were reported.